Manufacturer narrative:
Additional information was not provided for further investigation. A root cause could not be determined.

Event description:
The customer reported that they had and erroneous result from one sample from a newborn patient tested for total bilirubin special (tbil). The sample initially resulted as 2.6 mg/dl and this value was reported outside of the laboratory. The physician questioned the initial value. The sample was then repeated, resulting as 12.7 mg/dl. The sample was also repeated a second time, resulting as 13.3 mg/dl. The repeat result was believed to be correct as the repeat result corresponded to a previous tbil result of "about 15.0 mg/dl" from (B)(6) 2013. The patient was not adversely affected by the event. The tbil reagent lot number was 67226301 with an expiration date of 02/28/2014. The field service representative could not determine a cause for the event. He checked and verified the analyzer operation. He checked pipetting accuracy and this was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.